Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer reported attempting to rewind the pump, but a motor error alarm would occur. The customer's blood glucose was 154 mg/dl at the time of incident. The drive support cap appeared to be normal during troubleshoot. The customer was able to rewind the pump during troubleshoot. The customer also reported a no delivery alarm while on the call. Troubleshooting found insulin was able to exit from the tubing with a push plunger. However, a no delivery alarm occured during a manual prime during the troubleshoot. The customer was advised to disconnect from the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test. No motor error alarm or excessive no delivery alarm was noted. The low reservoir alarm functioned properly during testing. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.